Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic valve events, episodes of syncope, hypertension, and dehydration could not be conclusively established through this evaluation. Review of the submitted log files confirmed multiple low flow hazard alarms. Although a specific cause for these alarms could not be conclusively determined, the account indicated that flows improved with fluid administration. The system controller event and periodic log files contained events and data from 27nov2025 through 08dec2025, per the timestamps. Intermittent low flow hazard alarms were captured between 01dec2025 and 08dec2025. No other notable events or alarms were captured. The pump operated at the set speed for the entirety of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 1, ¿introduction¿, lists hypertension as an adverse event that may be associated with the use of the heartmate 3 lvas. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 6, ¿patient care and management¿, includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. This chapter also lists hypovolemia as a potential late postimplant complication. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic with persistent low flows and reports of a few syncopal episodes. Echocardiogram (echo) was performed and revealed the patient's aortic valve was opening with every beat. Per last echo performed on (B)(6) 2025 the patient's aortic valve was opening minimally with every beat. It was noted that the patient had a history of intermittent low flows. Log files were submitted for review and captured intermittent low flow alarms as well multiple brief low flow events with elevated pulsatility index (pi) values on (B)(6) 2025 from 08:34 to 09:11. The estimated flow was fluctuating below 2.5 lpm threshold and most were brief and didn¿t generate the alarms. The estimated flows were averaging from 1 to 2.4 lpm and pi was averaging from 8.8 to 13.7 during these events. There were no unusual rotor faults, or any other abnormal pump faults were seen in the event log file. It was later reported that the patient was hypertensive and also hypovolemic. Fluids were given and flows improved. Mean arterial pressure was treated with hydralazine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.